Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Fluoroscopy confirmed that the lead had perforated the heart wall and was in the pericardium. The lead was explanted but will not be returned for analysis.